Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine in-clinic follow up, review of stored device memory revealed that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited noise. The noise was oversensed resulting in greater than two seconds of pacing inhibition. Additionally, the patient experienced pacemaker mediated tachycardia (pmt). An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.